Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Additionally, it was reported that during the load process, the pump navigated to a different screen. The customer was unable to recall which step of the load process or what screen showed up. Reportedly, the customer would begin the load process again in order to resume with a successful load. The customer's blood glucose level was 227 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm 19 issue was verified. Based on the analysis, the alleged load issue could not be verified.